Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to oct 31, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drt150, was found to be defective and subsequently discarded. The extent of patient contact is unknown/not provided. No further information was provided. The issue was reported with two lenses. This report corresponding to the product (drt150, sn (B)(6)) and separate report will be submitted for the other lens (drt150, sn (B)(6)).